Event description:
It was reported that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead. It was noted that the rv lead has exhibited variable impedance measurements between 1600 ohms and 2000 ohms for more than one year. The patient was brought in for a follow-up where provocative maneuvers were performed and no episodes of noise or sudden changes of the pacing impedance measurements were recorded. During the office visit the rv lead impedance measurement was stable around 1800 ohms. The clinic will continue to perform remote interrogations with ambulatory follow ups every six months. The rv lead remains in service and no adverse patient effects were reported.